Event description:
It was reported that seven (7) novum iq large volume pumps under-infused. The bags were full despite the pumps saying the bags were still infusing or the infusions were complete. This was noticed post infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.